Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and lead was frayed. The patient underwent a replacement procedure.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and lead was frayed. The patient underwent a replacement procedure.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional suspect medical device components involved in the event: product family: scs-extension. Upn: sc-3108-25. Model: sc-3108-25. Serial: (B)(6). Batch: (B)(6). Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: sc-2108-50m. Model: sc-2108-50m. Serial: (B)(6). Batch: (B)(6).